Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Discarded.

Event description:
Fracture when inserting the stem for tha treatment. Attempted to treat by d-m cable, but wouldn't cross into the single side tensioner and couldn't remove the cable from the tensioner. Instead cable was cut and another cable was used to complete procedure.